Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention or patient condition was reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5163417.

Manufacturer narrative:
Correction: section b5- the patient's status was reported in medwatch form which is the patient had no adverse consequences.

Event description:
Voluntary medwatch received states that the patient's right ventricular (rv) lead exhibited noise oversensing which led to pacing inhibition. No intervention was performed. The patient had no adverse consequences.